Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) from the right ventricular (rv) lead was observed. It was noted the patient was known to have twos and the ventricular tachycardia (vt) monitored zone had been programmed off with no further events. The patient attended the clinic for a follow-up check and twos during vt was noted. The physician reprogrammed the rv sensitivity and the rv lead remains in use. No patient complications have been reported as a result of this event.